Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by "feeling sick" (not further specified). The break in aseptic technique was further described as poor aseptic technique and the patient ¿didn¿t close door¿ (no further details were provided). Five days prior to the receipt of this report, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with ancef and fortaz (doses, frequencies, and routes unknown). Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal/extraneal therapies were ongoing. No additional information is available at this time.